Event description:
It was reported that overall programmer operation has become sluggish during boot-up, interrogation, printing reports, and loading applications. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. The programmer was very slow interrogating a device and generally slow to function. Also the printer was running slow when it printed reports.